Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws could not be opened. After that, the jaws could be opened with returning the firing trigger to the home position manually. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? No information. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Manual pulling handles apart. Was there any tissue damage? No if so, how was it repaired? Na.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the jaw/cam ramp broke affecting the ability of the device to form the clips as intended. Due to this condition, no testing could be performed to evaluate the event reported. This damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. In order to evaluate the condition of the internal components of the device, the device was disassembled. Upon disassembling, no anomalies were noted. It could not be determined what may have caused the reported incident; however, an investigation has been initiated to address the potential cause of opening issues. No incident related to the reported event was observed during the batch record review.